Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2014 with the following findings: a review of the pump black box data revealed no unusual activity. During testing, a remaining insulin reading was calculated accurately. The pump was primed until (B)(4) units of insulin remained in the cartridge, and the pump properly emitted a low cartridge warning. The remaining (B)(4) units were confirmed to be measured properly upon visual examination of the cartridge. A cartridge containing (B)(4) units was successfully loaded into the pump with a proper volume indicated. No defect was found. The battery cap was not returned with the pump; a test cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump displayed that a greater volume of insulin was present in the cartridge than there actually was. There was allegedly more than twenty units in difference, and the insulin reading was noted at the beginning of cartridge use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.